Event description:
Md assembled the scanlan tunneler. While tunneling up the left leg the bullet end came off. Surgeon proceeded to use video to search for the bullet. Package stated that bullet was radiopaque. The c-arm was brought in. Surgeon unable to see bullet on x-ray. Another scanlan tunneler was opened to compare it under the c-arm. It was extremely difficult to see. The thigh incisions was extended the whole length & after exploring the thigh the bullet was found. Or time extended by 1 hr.